Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. No lot release records were reviewed, as the product lot number provided was not a valid lot. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone16.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl in less than 1 hour of wearing the pod. The patient indicated while lying in bed, the adhesive separated completely from the abdomen, resulting in the cannula dislodging. The pod was removed, and a new pod was applied.